Event description:
It was reported that during use of implantable pacing lead (ipl) polarity switch occurred during a lithotripsy procedue and with no tests done. It was also reported that the ipl exhibited high impedance. The ipl settings were re-programmed, and the lead remains in use. The patient to be monitored during follow up visits. No patient complications have been reported as a result of this event.